Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following an upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead exhibited high impedance measurements. The physician elected to surgically cap and abandon the rv lead. A new rv lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse consequences. This lead remains implanted, but capped and out of service.